Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing in duodenectomy during a laparoscopic assisted distal gastrectomy, the firing stopped around two-thirds past and was not fired to the tip. Another device was used to complete the case. There was no patient injury.